Event description:
Boston scientific crm received information that, during removal of this lead from packaging prior to an implant procedure, the steroid collar broke off in several pieces. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, visual inspection confirmed the steroid collar was missing. Medical adhesive was observed at the bonding location. No damage to the helix was noted. The mannitol coating was not present during analysis. Analysis was unable to confirm whether excessive forces applied to the tip contributed to the broken steroid collar.